Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements, and the pacemaker triggered a lead safety switch to unipolar mode. Additionally, high-pacing threshold measurements were noted in bipolar mode. The lead was reprogrammed to unipolar mode and the impedance measurements were in range. There were no stored episodes with noise. The plan is going to reprogram the rv lead to unipolar mode and continue to be monitored. At this time, the product remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements, and the pacemaker triggered a lead safety switch to unipolar mode. Additionally, high-pacing threshold measurements were noted in bipolar mode. The lead was reprogrammed to unipolar mode and the impedance measurements were in range. There were no stored episodes with noise. The plan is going to reprogram the rv lead to unipolar mode and continue to be monitored. Subsequently, a revision procedure was performed and rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Explant performed.